Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). Confirmed that the inflation line was found broken. All manufacturing controls were found acceptable and effective to detect the reported failure mode. The confirmed failure (inflation line broken) would have been detected during the 100 percent inflation/deflation test. The cut in cuff condition found in the received sample is not confirmed as related to manufacturing process.

Manufacturer narrative:
(B)(4). The customer did not retain the lot number which determines the date of manufacture. Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
Customer reported that endotracheal tube inflation line was found broken after 2 days of use. No patient harm.